Manufacturer narrative:
Details regarding device evaluation over phone with reporter: guerbet representative was able to speak with reporter to evaluate the device, having the reporter go into service mode on the platinum one, and discovered that the fluoro inibit selection in the generator lines in config was incorrectly set to disable. The guerbet representative had reporter change this setting to enable and save. This action restored fluoro. It is unknown how this setting got changed, since the system had been flouring up until day of incident. Currently the system is working without issue. There is no service action at this time.

Event description:
This incident was reported by the facility to guerbet product monitoring on 11 august 2020 for an incident that occurred on the same day. Incident: the technologist who reported the incident states that the system will do digital rad, but not fluoro. She states that this first happened during a patient case at the end, but they were able to finish the case by using digital rad shots. No patient was on the table during the time the guerbet representative was speaking with her. The technologist provided more details regarding this incident at a later point, stating that on the right hand side of the screen (status, people icon), if stepped on fluoro the right side of screen, (imaging editing) goes dark, goes to a screen that has multiple options, showing restore image, single 0.5, fps 1; fps2, light/dark contrast to name a few but all dark/greyed out so you can not select. Reporter states that the event happened during a procedure and that the procedure was completed, with no injury to patient or staff.